Event description:
Related manufacturer reference number: 1627487-2022-00103. It was reported that the patient had a granuloma at the anchor site indicating a possible allergic reaction. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the anchors were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.